Manufacturer narrative:
(B)(4): evaluation, results: (dissection, mi).

Event description:
During the index procedure, the patient had a 3.0 mm x 18 mm endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st diagonal branch. A dissection is reported to have occurred during the procedure. A 3.0 x 12 mm endeavor sprint stent was implanted to the 1st diagonal branch to treat the complication. The patient also had two endeavor sprint rx stents implanted to the proximal lad. It was reported that an mi occurred one day post stent implant. The location of the infarction was not identified. Event was identified by the clinical events committee and deemed to be consistent with an mi. No further details are available. Patient was asymptomatic/free of symptoms at 1.5 year and 2 year follow-up and no other clinical sequelae were reported.